Event description:
The customer reported to olympus that the during preparation for use they experienced error code e216. Error code e216 indicates that the xenon lamp does not light. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing, error code e103 was found. This report is being submitted for the malfunction found during evaluation (lightsource error).

Manufacturer narrative:
During inspection and testing, error code e103 occurred due to lamp failure. The reported issue (error code e216) was not reproduced during testing. In addition, the socket connector is in poor condition, the unit is very dirty, and traces of rust were found on both sides. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Follow up was performed and the customer verified that the reported issue (error code 216) was discovered prior to a procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the error code 103 was caused by the life and failure of the xenon lamp due to the long-term use of it, as it shows 500 hours. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.